Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a check lines and bags in drain, drain volume 2406ml. The hp stated he checked for kinks and blockages and all of the lines were clear. The technical service representative (tsr) reviewed the programming: fill volume 1500ml. The hp stated was empty and wanted to bypass to fill. The tsr assisted as requested. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of high drain volume. The pdn verified the hp's largest prescribed fill volume (lpfv) is 1500ml. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products. A swap was not requested.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned to baxter, precluding further device investigation. A cause of the reported difficulty of an increased intra-peritoneal volume (iipv) could not be determined. Review of the previous service record revealed no issues that may have caused or contributed to the reported difficulty. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through CAPA rtb-CAPA-(B)(4).